Event description:
It was reported that PICC leaked and caused extravasation in the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation..

Event description:
Additional information: on arrival on (B)(6) 2025, PICC was patent and bled back. However, when the paclitaxel infusion rate was increased as per policy the exit site started to leak. On retraction of the PICC, 3 holes were found. Treatment included immediate attention to minimize damage. Stopped infusion and aspirated line, assessed area for swelling and redness (non-visible) cold compress applied to skin. Hyaluronidase injected around the area and hydrocortisone cream applied. Follow up arranged, pictures taken. Patient declined a further PICC line. Originally placed for epirubicin and venous access continues to be monitored.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.